Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and observed damage to the rear case and pole clamp adaptor. The device was determined to not meet all product specifications related to the reported event. The ¿physically damaged was verified. The cause was could not be determined however the rear case was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was physically damaged. It was stated that "it appears as if something fell onto the pump and caused a significant amount of damage". There was no known patient injury or medical intervention associated with this event. No additional information is available.